Event description:
Patient reported right side rupture. Patient later reported "calcifications", "axillary lymphnodes, which may be related to silicone infiltration" via mammogram, "right implant presenting signals of extracapsular silicone", "liquid collection to the right" and "lymphadenomegalia to the right, compatible with silicone infiltration" via ultrasound. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy, rupture and seroma-late.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient later reported "pain", "deformity" and "hardening of the breast due to the fribrosis of the capsule with baker grade IV."